Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient did not hear the fixed low alert on her receiver, in addition to an adverse event that occurred. The patient reported that on (B)(6) 2017 she woke up on the floor, but did not go to hospital or report any medical intervention. The patient stated that she had passed out and self- treated. It is unknown what the patient used to self-treat. At time of contact the patient's condition was ok. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.